Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2022-00413. A physician reported a certas valve (ID 828804) was implanted via l-p shunt on (B)(6) 2022, with setting 3. It was used with bactiseal peritoneal catheter (ID 823074). After 1 week of implantation, the patient had a tendency for ventriculomegaly and presented with disorientation. An MRI was performed, and the flow could not be confirmed on the ventral side. The valve and the peritoneal catheter were removed and replaced on (B)(6) 2022. Patient recovery was observed.